Event description:
A customer reported that the pump does not charge, even after trying different wall adapters and cables. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use a backup therapy of multiple daily injections (mdi) while a replacement pump was arranged by technical support, who also instructed the customer on returning the faulty pump.